Event description:
Pharmacist dispensing insulin syringes found a few syringes in a package that were uncapped and she pricked her finger; 1 ml insulin syringes 30g x 5/16" ndc 56151-1723-11, lot np23075, exp 04/16/2028.